Event description:
The technician alleged that the brakes set but are not holding on the head end of the bed. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.